Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: was keeping the patient in ICU for the weekend anticipated / planned? No. Or, was this an unexpected change in the plan of care for the patient? Since it was the weekend, they wanted to keep the patient in the ICU. Was any additional unanticipated testing or was any intervention performed on the patient post-operatively? No, patient was fine on monday and got discharged on tuesday. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what actions, if any, were taken by the surgeon when bubbles where seen during the leak test. What were the indications for surgery? What type of purse string was used? Was the crack sound considered to be out of the ordinary or something that is normally heard when firing the device? What is the surgeon¿s experience with the device? Where in the green range was the indicator located prior to firing? What confirmation was received to indicate that the firing sequence was completed? Was the washer inspected? If so, please describe. Were the unformed staples only noticed on the anterior section? Please describe the staple formation throughout the rest of anastomosis. Please clarify what actions, if any, were taken by the surgeon when bubbles where seen during the leak test.

Event description:
It was reported that during a low anterior resection procedure, the surgeon activated the device and heard a crack sound. The device was removed following correct steps. Both donuts were complete but the distal donut looked thin. The surgeon did an air test and saw bubbles inside. Staples unformed on the anterior section of the anastomose (about 1cm long). Surgeon used a pds to suture and did a second air test. No bubbles. The patient was in ICU and more tests were being done.

Manufacturer narrative:
(B)(4) date sent: 10/26/2016. Batch # (B)(4). The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.